Event description:
Unpleasant sensations in hands - skin [skin discomfort] . Sparks sprayed out of the base of the toothbrush...sparks were followed by a burning odor and smoke that began to escape - oral-b [device catching fire]. Case narrative: male consumer via e-mail stated that sparks sprayed out of the base of the oral-b toothbrush. The sparks were followed by a burning odor and smoke that began to escape. He tried to disconnect it, which caused an unpleasant sensations in his hands. No serious injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.